Manufacturer narrative:
(B)(4). Malformed clip the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. The applier was stuck upon the first activation. The first clip was stuck in the jaws. It could be used on the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.